Manufacturer narrative:
UDI: unknown part number, UDI is unavailable. A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient is claiming for compensation. Implantation of spine construct l4 to s1 on (B)(6) 2014. Additional spinal surgery on (B)(6) 2016. During this surgery one of the screws broke. This screw then was revised on (B)(6) 2016.